Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 12.

Event description:
Little metallic pieces found in the patients eye. This happened twelve times on twelve surgeries. Some patients have particles left in the eye. No additional treatment and no consequences for any of the patients.

Manufacturer narrative:
A purple needle tip was returned taped to a pack label. Visual inspection found the needle dirty with particulate all over. A microscopic examination was performed. There were gouges and scratches visible on the needle hub, in the threads, and on the needle tip. Material is missing from the damaged areas. The particles were not returned. The cause of the damaged needle tip could not be determined. Report 1 of 2.